Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to suspected premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Analyst commented, elective replacement indicator (eri) due to high battery impedance was recorded on 2014 (B)(6), prior to explant. Ramware version 3 was installed on 2012 (B)(6). High battery impedance leading to eri.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.